Event description:
Health care professional reported difficulties implanting the valve because the sewing ring flange was too thin. There were no adverse effects to the pt reported and the product remains implanted.